Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. Angiography showed the valve was implanted lower than at release. Fluoroscopy showed this happened after release but before the bav. Subsequently, a second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.